Manufacturer narrative:
The c702 module serial number was (B)(6). The field service engineer (fse) cleaned the probes. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. The initial result was 240 umol/l. The repeat result was 67 umol/l. The initial result did not correspond to the patient¿s clinical condition, and the sample was repeated. The questionable result was not reported outside of the laboratory.